Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout mechanism was found to be non-functional. The instrument was disassembled and the ratchet pawl spring was found out of position causing the antibackup and the lockout mechanism failure. No functional test could be performed due to the empty condition of the returned device; however, the found ratchet spring condition may have caused the feeding and forming issues experienced by the customer. No conclusion could be reached as to what may have caused the ratchet spring condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the event description was revised as follows; it was reported that during an unknown procedure, teardrop-shaped clips were formed and two clips came out at a time repeatedly. The device was used around the rectum. It was unknown which firing of the device this event occurred on. There was no unexpected noise. The device did not clamp something hard such as an existing clip. The device had no clips, so all clips were fired. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, two clips came out at a time repeatedly. The device had no clips, so all clips were fired. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.